Manufacturer narrative:
According to the facility on 12/19/2024, "when we tried to use the irrigation during the surgery it wouldn't accept any fluid via cysto tubing and when we tried it manually, with a syringe, it took more pressure than it should. We ended up replacing the foley". The facility stated that there does not appear to be associated harm. A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 12/19/2024, "when we tried to use the irrigation during the surgery it wouldn't accept any fluid via cysto tubing and when we tried it manually, with a syringe, it took more pressure than it should. We ended up replacing the foley."